Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-2-uni-celect. Similar to device under 510(k) k090140. Summary of investigational findings: based on very limited information provided it is difficult to comment on the alleged filter perforation one day after implantation. Filter perforation of the vena cava wall is a well known risk and several case reports published in articles, describe filter perforation of the vena cava wall. Nothing indicates the device was not manufactured according to specification. The exact root cause for the alleged filter perforation cannot be determined based on the limited information provided. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: vena cava was measured at 29mm but within IFU for celect. Jugular filter placement, immediately after procedure filter deployment was in the correct position. First day post procedure patient began to complain of abdominal pain. CT scans carried out to investigate cause of symptoms. Images from scan showed the filter had tilted from 12 o'clock position to 3 o'clock. It also appeared that 3 of the struts had perforated the vessel 2 of which perforated small bowel the other resting against the aorta wall. One of the perforated struts appear to be at an acute angle. A surgical procedure was carried out to remove 2 of the struts from small bowel to avoid possible infection. The filter remains insitu with no plan to remove. Patient outcome: abdominal pain which could be caused by perforation of ivc from the filter.